Event description:
Reporter stated there is a black line down the display of the blood glucose monitor. No adverse event was reported. The alleged product will not be returned for evaluation due to legal and customer issues; however, a picture was sent that confirms the complaint. Previous failure analysis has indicated that horizontal or vertical lines appearing in the display are due to a crack in the flex pc board causing the display failure.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device was not returned to manufacturer.